Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ did not come in a sterile package. The following information was provided by the initial reporter, translated from portuguese to english: "material did not come in the sterile package."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9213771, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the package was sealed and empty. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused by an operator error. The packaging operator is supposed to inspect each package for any missing or incorrect product.

Event description:
It was reported that the bd insyte¿ autoguard¿ did not come in a sterile package. The following information was provided by the initial reporter, translated from portuguese to english: "material did not come in the sterile package."